Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). D4, lot no.: the following are the lot numbers reported: 2123988 and 2123985, however, it is unknown which of the two devices caused the reported event. D4, exp. Date: expiration dates for each of the two lots reported: 30-jun-2026 (2123988) and 29-jun-2026 (2123985). H4, mgf. Date: manufacturing dates for each of the two lots reported: 30-jun-2023 (2123988) and 29-jun-2023 (2123985).

Event description:
It was reported that during a meniscus repair, the second anchor of the fast-fix 360 was not released at the desired time, resulting in the anchor being incorrectly positioned. The anchor was successfully removed from the patient. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.